Event description:
It was reported that a pt underwent a dental application using rhbmp-2/acs. The pt experienced flu like symptoms 3 days post op.

Manufacturer narrative:
(B) (4): flu-like symptoms - (B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.